Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of the farawave catheter into the faradrive sheath during the second phase of aspiration, air bubbles were seen coming into the sheath. This occurred prior to the advancement of the farawave catheter into the left atrium. No air bubbles were present or appearing distal from the handle. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of the farawave catheter into the faradrive sheath during the second phase of aspiration, air bubbles were seen coming into the sheath. This occurred prior to the advancement of the farawave catheter into the left atrium. No air bubbles were present or appearing distal from the handle. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.